Event description:
A review of medical article ''long-term follow-up of balloon-expandable valves according to the implantation strategy: insight from the directavi trial'' was performed. The aim of this study was to evaluate the impact of the implant strategy on long-term thv hemodynamic performances and clinical outcomes in patients included in the directavi trial in france. An 85 year old female with a 23 mm sapien 3 valve implanted in aortic position presented moderate stenosis 4 year after the procedure (mean gradient 20 mmhg and nhya ii) requiring medical treatment.

Manufacturer narrative:
This is one of twenty manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02917, 2015691-2024-02918, 2015691-2024-02920, 2015691-2024-02921, 2015691-2024-02930, 2015691-2024-02931, 2015691-2024-02955, 2015691-2024-02960, 2015691-2024-02968, 2015691-2024-02970, 2015691-2024-02971, 2015691-2024-02974. Citation: nidal jammoul, md, valentin dupasquier, md, mariama akodad, md, phd, pierre-alain meunier, md, lionel moulis, md, sonia soltani, jean-christophe macia, md, pierre robert, md, laurent schmutz, md, matthieu steinecker, md, christophe piot, md, frederic targosz, md, henri benkemoun, md , benoit lattuca, md, phd, francois roubille, md, phd, guillaume cayla, md, phd, and florence leclercq, md, phd montpellier, france; chu montpellier, france; nimes, france. ''Long-term follow-up of balloon-expandable valves according to the implantation strategy: insight from the directavi trial'' investigation is ongoing.

Manufacturer narrative:
This is one of twenty manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02980, 2015691-2024-02982, 2015691-2024-02983, 2015691-2024-02985, 2015691-2024-02987, 2015691-2024-02989. A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was unable to be confirmed due to unavailability of medical records and/or applicable imagery. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.